Manufacturer narrative:
During the inspection performed by the field service engineer, the cover was reattached. No component failure was observed. Following the information received, the facility staff shifted the ceiling lift from the charging station and due to hitting the cupboard, the casing fell off. The instructions for use dedicated to maxi sky 2 (001-15698-en rev. 15, extract attached) warns: "ensure any obstructions are removed from the intended route of travel". The customer has been informed that the operator should ensure that the movement of the ceiling lift is not obstructed, to summarize, the maxi sky 2 was not used to transfer the patient. The cover of the device detached and from that perspective, the device did not meet its performance specification. The complaint was assessed as reportable due to ceiling lift cover detachment.

Event description:
Following the information reported, the ceiling lift bottom cover detached and fell along the strap to the spreader bar. The issue occurred when the ceiling lift was removed from the charging station located in the cupboard. The patient was not transferred at that time. No injury was claimed.